Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The information included in b3, and b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.7 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed that the event was found during inspection for use. The procedure was therapeutic, and it was completed with a similar device.

Event description:
It was reported, that the videoscope image stopped appearing on screen. The issue occurred during preparation for use. The therapeutic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 full establishment name: (B)(6). The device was returned to olympus for evaluation and found no image. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.